Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the issue with the customer and identified a bent needle after removing the cover. The fse replaced the sample needle and verified sample needle alignments were within specifications. The fse verified the resolution by running daily check and quality control without issues. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [3018] error message: waste tank full. Description: the waste tank is full. Troubleshooting: empty the waste tank. [2012] error message: air detected [diluent]. Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to a bent sample needle, however, the cause was not established.

Event description:
A customer reported error message ¿3018 waste tank full¿ on the aia-360 analyzer. A technical support specialist (tss) instructed the customer to restart the analyzer and confirm the waste sensor is attached to the cap and the cable is secured to the analyzer. The customer called back stating that replacing the waste cap resolved error 3018, but now 2012 air detected in diluent error is occurring. The tss instructed the customer to perform a decontamination of the diluent line, but the issue remained. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.